Manufacturer narrative:
The visual-ice system was returned to the distributor for technical analysis and the argon and helium solenoids were found faulty. The distributor field service engineer reported that they do not intend to order the replacement parts until january 2021. The system will remain out of service at their facility until such time that the faulty solenoids can be replaced and the system restored to proper working order. With all the available information, boston scientific concludes that the root cause of the reported insufficient ice was traced to a component failure. H3 other text : device evaluated by third party distributor.

Event description:
It was reported that during a renal cryoablation procedure the system failed to reach the desired freezing temperature. The issue could not be resolved, therefore the ice formation was smaller than expected. The treatment was completed after four freeze cycles with no injury to the patient; however, the intended ablation zone was not reached. In the physician's opinion the treatment was unsuccessful.

Event description:
It was reported that during a renal cryoablation procedure the desired freezing temperature was not reached. The issue could not be resolved, therefore the ice formation was smaller than expected. The treatment was completed after four freeze cycles with no injury to the patient; however, the intended ablation zone was not reached. In the physician's opinion the treatment was unsuccessful.